Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and absence of no delivery alarm. Customer's blood glucose level was 600 mg/dl. Troubleshooting for absence of no delivery was performed. Customer advised they found blood inside the tubing and they experienced high blood glucose about a week ago. Customer advised they delivered a bolus in the air and no insulin exited the tubing. Customer advised although insulin did not exit the tubing the insulin pump showed it had delivered a bolus. Customer advised their site was actively bleeding and there was blood inside the cannula. Troubleshooting for high blood glucose was performed. Customer treated themselves with manual injection and felt slight soreness at the site. Customer performed the high pressure test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.